Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported during treatment with two units of revaclear 300 dialyzers, two internal blood leaks were observed. It was reported that two extracorporeal circuits of blood were not returned to the patient. There was no report of patient injury or medical intervention associated with this event. No additional information is available.